Event description:
Medtronic received information that this mitral valve heart ring was explanted nine months after implant due to regurgitation caused by cord rupture of the native valve. A bioprosthetic mitral heart valve was successfully implanted. There was no indication that this device caused or contributed to the cord rupture; additional information has been requested. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, remnants of glistening off-white pannus remained attached to the inflow and outflow of the ring. An unknown amount of pannus appeared to have been removed during explant. Radiography showed no evidence of mineralization or fractures. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Pannus is a known adverse effect and is generally related to patient conditions. Based on the reported information, the failed repair was due to the patient¿s anatomy, as the ring was explanted due to regurgitation caused by cord rupture of the native valve.